Event description:
The caller reported an issue with the insulin gauge displaying an amount different than expected and experienced a fill estimate issue with the pump showing 10 units. There was no adverse impact to the customer's blood glucose level. The caller chose not to continue troubleshooting and requested to speak to a supervisor about the issue.